Event description:
On 09/10/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: during use of the davinci robot for a surgery, the mega suturecut arm wire broke. It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument's wire broke. It is unknown if fragment fell inside the patient. There was no known impact or patient consequence reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the mega suturecut needle driver instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .